Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.